Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact cause for the annular rupture is unknown but may be related to patient factors (calcification) or procedural factors (manipulation of devices). The patient¿s death was attributed to complications associated with an annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post implant of a 29mm sapien 3 valve, the patient became hypotensive and developed a pericardial effusion. An annular rupture occurred, therefore sternotomy with reconstruction of the aorta, replacement of the aortic valve/root and vein bypass to the right coronary artery was performed. Internal bleeding of the right groin was also observed at some point in the procedure which resolved with manual compression. On pod13, the patient passed away and the annular dissection was reported to have been the primary cause of death.